Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? According to feedback of the sales, it was bladder peritoneum. Procedure name and date? C-section; (B)(6)2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name - irgacare® . Active ingredient(s) ¿ triclosan . Dosage form ¿ suture/solid/parenteral . Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6)2021 and suture was used. During the procedure, the suture broke while sewing the bladder peritoneum. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.